Manufacturer narrative:
This report is submitted on january 2, 2020.

Event description:
Per the clinic, the patient experienced a loss of osseointegration of the implant 1 day post-op. It is unknown if the patient has been re-implanted with another device.